Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter thoracic aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date, a type ia endoleak was observed. No clinical sequelae were reported and the patient status is unknown.

Manufacturer narrative:
(B)(4).